Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to literature source of study performed, a comparison of outcomes associated with a 32 fr double lumen tube (dlt) used in a double-cuff group that included 71 patients, while a competitor dlt was used in a triple-cuff group that included 72 patients. The study took place between october 2023 and november 2024. Procedural complications associated with the dlt were: hypoxia, airway soft tissue injuries resulting in blood-stained dlt¿s after extubating, sore throat, and hoarseness. No interventions were reported. Article: novel triple-cuff versus conventional double-cuff double-lumen endobronchial tube in patients with risk factors for tube misdirection author: namo kim1,2, young jun oh1,2, hye jin kim year: 2025 publication: yonsei medical journal.